Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap damaged. Foil packaging was damaged; the dent is confirmed with the damaged of the cannula cap. The broken cannula cap was blocking the distal end of the cannula; it caused the straps to not be delivered properly. As per instrument condition, seems that packaging was mishandled.

Event description:
It was reported that the patient underwent a bilateral laparoscopic inguinal hernia procedure and absorbable straps were used. The white tip was sealed and deformed and cannot be used. It was found the white cannula cap was damaged. Another device was used to complete the procedure. There were no adverse patient consequences.